Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator interface. System operates as intended. (B)(4).

Event description:
The customer reported the system will not make x-rays. No patient injury was reported.